Event description:
It was reported that, during procedure, it was identified by the physician that there was a burnt smell. The procedure was completed with other device. There were no patient complications.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customers site. The fse performed a comprehensive inspection of the cooling system, including verification of high and low pressure levels. Calibration of the optical path and power detection functions were also assessed. A full power test was conducted, and the equipment was found to be operating within normal parameters.

Event description:
It was reported that, during procedure, it was identified by the physician that there was a burnt smell. The procedure was completed with other device. There were no patient complications.